Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between april 22, 2023 ¿ april 23, 2023. H11: the device and photo sample were received for evaluation. A visual inspection was performed on the photo sample, and drops of leakage were observed. A visual inspection was performed on the actual device, and leakage from the administration spike port bonding area was observed. Functional testing using the remaining tpn (total parenteral nutrition) in the bag was performed, and a leak from the spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.